Manufacturer narrative:
MDR 3003442380-2024-00638 - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that three infusion sets were not adhering. Blood glucose level was high. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.